Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer would either change the pump supplies or change the cartridge only and resume insulin to address the issues. There was no adverse impact to customer¿s blood glucose level.